Event description:
Caller reported an error with their continuous glucose monitoring (cgm) device, specifically referencing a cgm error 42 related to the g7 sensor. After consulting with technical support, a complete pump reset was performed, with guidance provided to the caller throughout the process. Following the reset, the cgm error no longer appeared, and the caller successfully initiated their sensor session. There was no adverse impact to the customer's blood glucose level.